Manufacturer narrative:
Device is not expected to be returned for manufacturer review/investigation. The photo of the drill bit ø1.5 w/marking l96/82 2 flute (part # 310.507, lot # unknown) was received, showing that two pieces of the distal tip of the drill bit broke off. This is consistent with the reported complaint condition, thus confirming the complaint. Dimensional analysis was not performed as the relevant part was not returned. There is no indication that a design or manufacturing issue contributed to the complaint. While no definitive root cause could be determined it is possible that the device encountered unintended forces. No new malfunctions were observed during the course of this investigation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2019, during an unknown procedure, the drill bit broke. The broken part of the drill bit stayed inside the locking guide which allowed the broken region to be withdrawn. There were fragments generated from the broken device but no fragments remained in the patient. The procedure was successfully completed with no surgical delay. There was no damage to the patient. Concomitant device reported: unknown locking guide (part # unknown, lot# unknown, quantity #1). This report is for one (1) 1.5mm drill bit w/depth mark mini qc/96 mm. This is report 1 of 1 for (B)(4).